Manufacturer narrative:
No devices were returned to olympus for eval. An olympus endoscopy support specialist (ess) has visited the user facility to review the facility's reprocessing practices, and provided educational materials and inservice training on appropriate reprocessing of endoscopes to user facility personnel. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the user facility personnel were not reprocessing the devices in accordance with the instructions for use. The user facility reported that the unit where the endoscopes were reprocessed did not complete any flushing steps following brushing of the channels because they did not have any of the correct tubing. The device were said to be subjected to high-level disinfection (hld). There were no reports of pt infections or cross contamination associated with the report.